Event description:
Resident was in bed for afternoon nap. The siderails were up, because he does not have good walking. He apparently tried to get up on his own. He caught his lower right leg on lever that releases siderail and sustained a triangular laceration 3" x 3" which required sutures.